Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a service center. The patient is alleging cancer. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer reported incorrect information in the previous report. The following correction has been updated in this report: in previous report missed to capture some information in b5 verbiage and it was captured in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleging cancer. At this time, no medical intervention has been reported. The device was returned to the manufacturer's service center for further evaluation. During evaluation device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer's service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit passed final test. In box e: initial reporter details were missed to captured in previous report and it was updated in this report.